Manufacturer narrative:
The explanted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated at a routine device follow up. The facility contacted the field representative, and the device was interrogated with another programmer, with the same result. No pacing spikes were observed on the electrocardiogram. No tones were generated when a magnet was applied. It was reported the patient had an incident recently where he was lifted off a chair and a lead may have been pulled; however, this was considered unlikely as the leads were chronic. The patient also reported hearing what seemed like a whistling sound recently. The most recent device check was in october. The device was explanted and replaced that day. The chronic right ventricular (rv) lead was surgically abandoned and replaced as well. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a lead segment was returned with the device severed 28 cm from the is-1 terminal pin. Only the proximal segment was returned. Resistance testing was performed and the lead segment was confirmed to be electrically continuous. Laboratory analysis was not able to identify a lead problem with the portion of lead that was received.

Event description:
--